Event description:
Caller reported that the pump malfunctioned. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing a pump reset, but the code recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.